Manufacturer narrative:
Sections with additional information as of 06-nov-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Complaint file linked with MDR-2020-00562 and internal case-(B)(4).

Event description:
Consumer reported complaint for e-3 error. Mother reported complaint on behalf of the customer (her son) on 07/14/2020 in a phone call when reporting complaint for her devices. Customer stated that the e-3 error was obtained with several test strip vials, therefore after she had the errors they tested her son's device and also gave same error on his device. The product is not stored according to specification and is stored in the kitchen. Customer did not have the test strips at the time of the call (07/28/2020) and was unable to provide lot information. At the time of the call, the customer felt well and did not report any symptoms. Mother had reported that customer had obtained a blood glucose test result of 312 mg/dl., also reported past medical attention stating that she had been hospitalized back in late april/may due to her blood glucose levels being in the 50's but unable to identify device. The diagnosis had been hypoglycemia. Customer did not provide any additional information regarding the event.